Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.4, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspicious seroma and breast enlargement."

Event description:
Patient reported unknown side "seroma" and "enlargement." The device remains implanted.